Event description:
It was reported that the patient had never had therapeutic effect. It was stated that the patient had his device explanted because, he never received any relief from his symptoms. It was noted that "there was nothing wrong with the device; it just didn¿t work for the patient." It was noted that the patient was probably going to have more testing and a spinal fusion done.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger (B)(4).